Event description:
The pt called lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialitst was speaking with the pt 3 days later regarding another issue the pt had with a different meter. The pt has several meters and she reported that this meter was not powering on. She had replaced the battery and the issue was not resolved. The battery contacts were in good condition. The pt alleged no harm or injury due to this meter issue. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (power issue not resolved) and there is no evidence of the meter contributing to a serious injury (no injury or harm alleged). A replacement meter is being sent.

Event description:
The pt called lifescan (lfs) on 8/19/2005 and alleged that her meter would not power on. The medical affairs specialist was speaking with the pt 8/2005 regarding another issue the pt had with a different meter. The pt has saeveral meters and she reported that this meter was not powering on. She had replaced the battery and the issue was not resolved. The battery contacts were in good condition. The pt alleged no harm or injury due to this meter issue. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (power issue not resolved) and there is no evidence of the meter contributing to a serious injury (no injury or harm alleged). A replacement meter is being sent.